Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.zo.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). When reviewing similar reportable events for devices from the same device range, we have been able to conclude that this complaint is a 2nd one that carries the allegation of body part entrapment while operating a safety side of the bed. The product involved in the incident was established to be a contoura 1080 bariatric bed offered by an arjohuntleigh. Unfortunately, due to the fact that neither serial number nor model number has been provided we were unable to check the device history nor establish the manufacturing date. All contoura beds are assembled in accordance their work instructions and checked by qualified inspectors in accordance to quality procedures, before they are cleared for dispatch. Inspection procedure requires to check functionality of safety sides on 100% of manufactured beds. One of the features of the contoura 1000/1080 bed are integral folding safety sides with width adjustment. To lower the safety side a release button should be pressed and the rails should be lowered toward the foot end. To raise the safety side, the top rail should be lift up and toward the head until the latch engages at maximum weight. Based on the information collected to date, provided problem description and photographic evidence it would appear that the caregiver pinched her finger while lowering the safety side not according to instruction given in the IFU - when lowering the safety side, the operator should operate the release button with one hand and secure a folding movement of the rail with the other - the safety side should not be dropped freely down as that might be creating a risk of entrapment. Additionally, in accordance to the product instruction for use ( # 746-128_06) section 4. Operation - the user is informed to check that no obstacles such as bed-side furniture are in bed's path, when the it is operated. It is also advices to make sure that patient and career limbs are not trapped. In the same section functionality of safety side in described (both lowering/raising and inclining) as well as operating procedure. In summary, upon the conducted investigation we have confirmed that none of available information indicates that device failed to meet its specification. The event occurred while the caregiver was lowering the safety side, however with limited information provided it remained unknown if it was used for patient treatment or diagnosis. Nevertheless, an arjohuntleigh device did play a role in the incident. Based on the performed investigation, it seems most likely that an adverse event occurred in relation to caregiver operating technique being not in line with instruction given by the manufacturer. The complaint was decided to be reportable to competent authorities based on the outcome - double fracture of a finger. Given our findings it has been decided to provide feedback to the customer to make sure that a user manual is available and that the customer facility and if the staff is fully aware of its contents. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.zo.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
On (B)(6) 2016 an information was received from the mhra, that the event occurred on the arjohuntleigh bed, when the side rail was lowered - 'bed's rail fell immediately and crushed finger resting at pinch point between bedrail and release mechanism arm'. Complaint was decided to be reportable due to the caregiver outcome - double fracture to middle finger of right hand.